Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. The 70% target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery (lad). After placing a stent in the mid lad, a 24 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent strut was protruded. The procedure was completed with a different device. No patient serious injury nor complications were reported.